Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the bipolar energy of the maryland bipolar forceps (mbf) instrument was not firing. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse) the operating room (or) team replaced the maryland bipolar instrument with a similar type of instrument and cautery cable; however, the issue persisted. The isi tse did not find any errors in the logs. The tse instructed the caller (nurse) through troubleshooting the erbe generator and replacing the cautery cable with a brand new one, but the alleged issue continued. Tse then instructed the caller to try a third (maryland bipolar forceps) instrument. After doing so, the issue resolved, and the operating room team was able to proceed with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary of functional test failure to be related to the customer reported complaint. The instrument was found to have a functional test failure. The instrument failed the electrical continuity test intermittently. An audible beep could be heard intermittently from the multi-meter when manually manipulating the grips. There was no obvious damage to the conductor wires at the distal end. The housing was removed from the back end, no damage was observed. The instrument was installed onto an in-house system and energy was delivered intermittently as well. Additional observations not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on the exterior. The thermal damage to the yaw pulley is unrelated to the conductor wire. There was no damage observed anywhere near the conductor wires. Also, there was no insulation damage observed. The root cause for the thermal damage is commonly attributed to misuse/mishandling, such as collision with another energized instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.